Event description:
A report was received that the patient was experiencing pain even if the stimulation is turned on or off. It was also reported that the patient was experiencing an overstimulation and unwanted stimulation whenever the stimulation is on. The patient's ipg would turn on and off. Database analysis indicated that the device revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain even if the stimulation is turned on or off. It was also reported that the patient was experiencing an overstimulation and unwanted stimulation whenever the stimulation is on. The patients ipg would turn on and off. Database analysis indicated that the device revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.